Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station powered off after the inventory count. A field service engineer reported that the power supply replacement did not resolve the issue, as the device would not power on at all. The fse reinstalled the original power supply, and the station booted successfully, returned with a new replacement power supply and completed the swap, but the station continued to shut down and display an error message, then replaced the communication sled, after which testing confirmed that the drawer and system operated properly. The customer was able to complete inventory without the device shutting down. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the device powered off after the inventory count was completed. There were no delays or adverse events or injuries reported based on this event.